Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a difficult plunger was found during use with a relion® insulin syringe . The following information was provided by the initial reporter, "relion syringe 1/2mlcc 31g lot # 8341550b from bag. On a few syringes plunger hard to press out insulin. Also at times gets tiny air bubble when drawing up insulin. Sometimes places 1-2 units of extra air in vial. Long time user, never saw this before this box and another box."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 8341550 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger was found during use with a relion® insulin syringe. The following information was provided by the initial reporter, "relion syringe 1/2 mlcc 31g lot # 8341550b from bag. On a few syringes plunger hard to press out insulin. Also at times gets tiny air bubble when drawing up insulin. Sometimes places 1-2 units of extra air in vial. Long time user, never saw this before this box and another box."